Event description:
Childhood roller-skating accident resulting in no significant symptoms until recent years. Symptoms of lower back pain began accelerating during last five years, with added sharp pain coming unexpectedly, and pain running down either or both legs sporadically. Most pain came during periods of standing, and often upon rising from sofas or low chairs; also climbing stairs. Diagnosis of lumbar spondylolisthesis and lumbar stenosis resulted in laminectomy to decompress vertebrae #3 and #4, with insertion of plate & screws/fixation, fus post/postlat loc bg, fus post/pstlat/lat@add, harvesting bg for fusion" (per doctor's statement). Rptr was never informed this was experiemental surgery, and that the hardware used was not FDA approved. Surgeon has only seen rptr twice for x-rays since. She walks more slowly now and still has pain.